Event description:
Upon evaluation of the customer's device, physio-control observed that the advisory, analyze, energy select, charge and shock buttons on the main keypad assembly were non-responsive when pressed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control initially was able to verify the reported issue; however, after opening the device to perform a visual inspection and then reseating all of the connections, the issue no longer occurred. As a precaution physio replaced the main keypad assembly. Physio also completed other, unrelated repairs. After observing proper device operation through functional and performance testing the device was returned to the customer for use.